Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side implant ruptures diagnosed via mammogram. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g1.

Event description:
The device associated with this report has been confirmed as non-allergan; no longer considered reportable to the FDA.